Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. The smiths label was intact. There was evidence of the reported failure in the event logs. A functional check was performed, and the customer's reported failure was not confirmed. The root cause of the reported failure cannot be established as no fault was found. As a preventative, the downstream sensor will be replaced and the upstream sensor will be re-calibration. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during prior to use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable, pump won't run" alarm. The patient switched to a different pump and cassette. No patient injury reported.